Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation during the trial phase of the neurostimulator implant. The patient was at 2.8 volts with the permanent implant device and had to get up every 2 hours in the evening to urinate. The patient increased their stimulation and was to try this new setting for a while. Additional information was requested.